Manufacturer narrative:
The device evaluation was completed for the reported event of system error 345. A device history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation observed an ec 345 while running a loaded set. The reported event was verified during a review of the event history log. The cause was determined to be a failed downstream sensor. The downstream sensor was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.